Event description:
An end user called in and stated she has circumferential redness under the mass and tape collar and is also experiencing itching from the area. The product has been in use since (B)(6) 2013.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user stated she uses (B)(6) adhesive remover, (B)(6) soap to cleanse her peristomal skin. The end user stated she also uses stomahesive powder after using protective barrier wipes. The end user was advised to discontinue using this particular device and was re-educated on crusting with stomahesive powder. She was also educated on cleansing her peristomal skin with a soap that does not contain lotions, moisturizers or creams. An investigation was conducted and through the analysis of complaint data, a specific root cause could not be determined. Based on the evaluation of the materials and processes, there was no change to the products that can indicate assignable situations that would account for the serious injury reported. No additional patient/even details have been provided to date. Should additional information become available, a f/u report will be submitted. A return sample for evaluation is not expected.